Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate and the machine alarmed. Estimated blood loss was 250cc's. The pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.